Event description:
It was reported that a transmitter died occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed. A review of the share logs was performed and a low transmitter battery alert was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a low transmitter battery which led to a transmitter failed error. The reported event of a transmitter dying is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).